Event description:
It was reported that the patient had a full revision. The explanting facility's policy is to discard explanted products. The explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient was having a full revision due to painful stimulation, which the physician thought may have been associated with the atypical implant location across the chest on the right side. No surgical intervention has occurred to date. No additional information has been received to date.